Event description:
A us distributor contacted zoll to report that a patient was developing marks under the electrodes and that the device was uncomfortable. There was no alleged device malfunction contributing to the irritation. Patient was recommended to continue to wear the device but to take breaks by a physician. The patient was remeasured by field support services and was in the correct garment size. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.